Event description:
The customer reported the sys would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced a blown fuse. The system operates as intended.